Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered two shocks as inappropriate therapy. X-ray imaging was performed and it showed twiddlers syndrome, so the device was programmed off. The ICD was repositioned and remains in service. No additional adverse patient effects were reported.